Event description:
Per the audiologist, the patient reported a decrease in performance. An integrity test done (B) (6), 2009 indicated normal receiver stimulator function with some electrode anomalies. Reprogramming of the speech processor did not alleviate the problems. Explant and reimplantation is planned, but had not taken place at the time of this report may 6, 2009.

Manufacturer narrative:
(B) (4).